Event description:
The gauge needle did not respond during inflation or deflation of a balloon during coronary angioplasty. There was no report of harm or injury.

Event description:
During a call back to the peritoneal dialysis (pd) patient therapy due to the increased intraperitoneal volume (iipv) urgent recall letter, the patient indicated that he had an overfill and a hernia that became worse and was repaired. The patient is on dialysis with the hospital, and will go back soon. No patient injury or medical intervention was indicated at the time of the reported incident. On (B)(6) 2010 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of overfill and hernia. The pdn stated when the hp was first on the hc, the hp was on tidal therapy and they needed to do some ?tweaking? Of the therapy. The pdn stated the hp was not overfilled during this time. The pdn stated the hp had surgery to repair the hernia on (B)(6) 2010 and was currently on back-up hemodialysis. Product surveillance received follow-up information via email from global pharmacovigilance. The nurse stated the patient had a possible overfill in (B)(6) 2010, but was not confirmed. The patient had a pre-existing hernia prior to pd therapy. The nurse stated the process of pd therapy aggravated the hernia, causing him to have hernia surgery. The nurse did not state if the patient was hospitalized for the hernia surgery. The patient's peritoneal dialysis (pd) nurse was contacted on 05/11/2010. The nurse clarified that the patient never felt any increased intraperitoneal volume (iipv) symptoms. The nurse indicated the patient did have a hernia repair surgery. The nurse indicated that the patient was new to peritoneal dialysis (pd) therapy and the way he was ultrafiltrating, with severe drain pain due to a poorly positioned pd catheter, and bypassing a couple of times, is what caused the patient to have a couple of large drain volumes. The nurse indicated that the patient was on tidal therapy and he decreased his total ultrafiltration during his therapy to try to offset the pain. The patient was then not draining with each exchange as he should have been. The nurse indicated the largest drain volumes for the patient were 3200ml and 3000ml. The patient fill volume was 2500 ml so, this does not meet the definition of an increased intraperitoneal volume event. The patient was then told to increase his total ultrafiltration and then he did not have any more large drain volumes. The nurse indicated the patient is doing fine now, is on back-up hemodialysis therapy, and will be placed back on pd therapy once his hernia heals. The nurse also indicated that she does not want the homechoice returned for evaluation as she knows that the hc was not the cause of the patient's problem. No further information is available.

Manufacturer narrative:
(B)(4). The nurse also indicated that she does not want the homechoice returned for evaluation as she knows that the hc was not the cause of the patient's problem.

Manufacturer narrative:
(B)(4). Also, there is an ongoing CAPA investigation, (B)(4), associated with this report.

Manufacturer narrative:
(B)(4). As the device was received and evaluated, the appropriate changes were made. As the device was received by baxter, the patient's nurse was contacted on (B)(6) 2010 and the nurse indicated that after the hernia and hernia repair surgery the patient was on hold from performing peritoneal dialysis therapy to allow for healing, and baxter hardware billing requested to have the homechoice device returned as the patient was on hold for a while. The nurse indicated this is the only reason the device was returned and there were no issues with the device. No further information is available. When received, the device had the following therapy parameters programmed: therapy: tidal, therapy volume: 8000 milliliters (ml), therapy time: 9:00, fill volume: 2000ml, tidal volume: 1600ml, total ultrafiltration (uf): 800ml, last fill volume: 1000ml, initial drain alarm: 100ml, cycles: 4, drain volume percent: 85, last manual drain: n. A service history review was performed of the previous service record ((B)(6)-2009) for this homechoice device which revealed the device passed all required tests and calibrations prior to being released from (B)(4) facility. No issues were identified that could have caused the reported issue. Home choice returned instrument test evaluation (rite) functional testing and home choice electrical leakage were performed and passed. Internal and external visual inspections were performed revealing no problems. The patient's therapy event log contained patient therapy data from (B)(6) 2010 and recorded no device anomalies and no instances of increased intraperitoneal volume (iipv). The therapy log recorded therapy information from (B)(6) 2010 and recorded that the last 6 therapies performed had positive total ufs with bypasses performed during each therapy and no manual drains. The alarm log recorded patient alarms from (B)(6) 2010 and had recorded check patient line, drain not finished, check lines and bags, fill not finished and reload set 163 alarms. A check patient line alarm will occur when the patient line is closed due to a kink, closed clamp or fibrin blockage. A drain not finished alarm will occur when an attempt has been made to bypass the drain phase and it has not yet been completed. A check lines and bags alarm will occur when one or more of the lines are closed or bags are empty. A fill not finished alarm will occur when an attempt has been made to bypass the fill phase of the therapy and it has not yet been completed. The reload set 163 (right disposable full crosstalk test failed) can only occur during the set up phase of the therapy prior to the home patient being connected. A review of the device's cycle by cycle uf log revealed no instance of iipv. The reported condition of patient symptom (aggravated hernia) was unable to be confirmed in the logs or duplicated during the product analysis (pal) evaluation. Issues such as these are patient symptom in nature and would not be recorded in the logs or duplicated during the pal evaluation. The assignable cause was undetermined. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device will be routed to the service area.